Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000156269. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the left lead has migrated out of epidural space and unable to deliver any stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Therapy was restored.

Manufacturer narrative:
Correction section d10 should have been scs anchor x 2 rather than scs anchor. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.